Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17610794 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the avanti + 5f brachial sheath introducer was inserted. Dilator was attempted to be removed but broke at the hub of dilator with distal end still in sheath. Removed without injury. Device will be returned for analysis. There were no anomalies noted when removed from the package the device looked normal. There were no anomalies noted during prep. The lesion was not calcified, tortuous nor was it used for a chronic total occlusion. There was no stenosis. Vessel angulation is unknown. There was no resistance met while advancing the device. Excessive torquing was not required. The device kinked in the area of separation. Device separated at the hub. The segment was retrieved by being pulled out with some forceps. The patient is fine. No patient injury. There was no portion that broke off in the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, the avanti + 5f brachial sheath introducer was inserted. The dilator was attempted to be removed but broke at the hub of the dilator with the distal end still in the sheath. The device was removed without injury. There were no anomalies noted when the device was removed from the package. There were no anomalies noted during prep. The lesion was not calcified, tortuous nor was it a chronic total occlusion. There was no stenosis. Vessel angulation is unknown. There was no resistance met while advancing the device. Excessive torquing was not required. The device was kinked in the area of the separation. The segment was retrieved by being pulled out with forceps. The patient is noted to be ¿fine.¿ no patient injury was reported. There was no portion that broke off in the patient. Additional procedural details were requested but are unknown. One non-sterile si avanti + 5f brachial was received inside a plastic bag. The vessel dilator was received separated near to the hub. No other anomalies were found on the returned unit. The unit was sent to sem analysis to analyze the potential cause of separation. Sem results showed transversal view of the fractured section of the vessel dilator presented evidence of brittleness. In these types of fractures, the separation propagates rapidly, without an increase in applied stress. Based on the ftir results, samples analyzed share characteristic ir absorption bands associated with polyamide-based composition, however when spectra were compared, it was noticed a visible reduction of transmittance values of the complaint sample on bands around 1260 cm-1, which is indicative of chain scission of c-c molecule. In addition, control sample spectrum shows evidence of mdx coating since characteristic ir bands corresponding to mdx were observed. Furthermore, sample identified as new control shows a missing band around 800 cm-1, these band is clearly present in sample identified as control and with less intensity in sample identified as complaint. Since some band of mdx were observed, these could be attributed to mdx presence. Moreover, dsc test also showed no evidence of alteration on material¿s thermal behavior between samples identified as control and complaint. However, when compared against sample identified as new control sample an increase on melting temperature around 182 °c was noted. Also, an additional investigation was performed by the catheter sheath introducer production engineering team in order to determine if the failure mode could be related to manufacturing process and the following was found: current manufacturing controls are in place to detect damages that could be present on the tubing component. Pfmea considers the damage in vessel or tubing failure mode as a very low occurrence and low severity event. Laboratory report states that results cannot demonstrate whether the differences between the samples are functionally significant or are part of the inherent lot to lot variation of the compounding. Sem report states that sample showed evidence of brittleness on the vessel component; however it is unknown what caused the brittleness, as stated on the laboratory structural analysis the material resin formulation between samples are similar and that the fracture was not caused due to a change in the resin. A review of the manufacturing documentation associated with lot 17610794 was performed and it was found that the event experienced by the customer could be related to the manufacturing process. The complaint reported by the customer as ¿vessel dilator ¿ separated¿ was confirmed. However, the root cause of this event could not be conclusively determined by the analysis performed. Sem/chemical analysis was reviewed and also an additional investigation was performed by catheter sheath introducer production engineering team (pet) in order to determine if the event could be related to the manufacturing process. The pet team concluded that the laboratory report states that results cannot demonstrate whether the differences between the samples are functionally significant or are part of the inherent lot to lot variation of the compounding. Furthermore, the sem report states that sample showed evidence of brittleness on the vessel component; however it is unknown what caused the brittleness. Currently, there is manufacturing controls in place to detect cut, crack and kink damages that could be present on the tubing component. The pfmea considers the separation of the vessel dilator as a very low occurrence and low severity event. Per the product device history record review, it showed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on this investigation, it can be concluded that complaint root cause is an isolated event. Since no conclusive evidence can be obtained that could relate the event to the manufacturing process, no preventative or corrective actions will be taken at this time.